Event description:
The reporter stated that the surgeon was inserting a eyeonics crystalens with a msi-tf injector and a leading haptic had a torn edge. The surgeon enlarged the original incision and cut up the lens to remove it and put in a suture. Pt had corneal edema due to the fact that this is one of three attempts to insert a eyeonics crystalens. See manufacturer reports 2023826-2008-00419, 2023826-2008-00418 and 2023826-2008-00420 for the other reports. The facility was unsure as to the exact cause of the lens damage.